Manufacturer narrative:
(B)(4). Follow up. It was reported the item leaked when giving the injection. Our quality team has completed a device history record review for material number 305165 and lot number 4354369. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: material: 305165; batch: 4354369. Item leaked when patient pressed down to give injection.